Event description:
It was reported that the catheter insertion was performed on (B)(6) 2019. On july 16, fluid leakage occurred around the puncture site. Upon examination, the external part of the catheter ruptured partially. The catheter was removed thereafter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and the cause appeared to be associated with use. One 4fr single lumen per-q-cath PICC was returned for investigation. The PICC was received in two segments. The catheter broke at the distal end of the taper in the molded hub. The 4fr catheter segment was 50.5cm in length. The returned sample exhibited evidence of use. A dry red colored residue was observed throughout the length of the catheter tubing. A non-vad injection cap had been attached to the luer adaptor. A tacky residue remained attached to the external surface of the catheter. The adjoining ends of the catheter were microscopically examined and were noted to be smooth and granular. A tactual investigation revealed a slight amount of tensile weakness in the tubing between the zero mark and the broken end of the tubing. A functional test revealed that the catheter was sluggish to infuse due to the residue in the lumen. An attempt was made to pressurize the lumen with water, but no leaks were observed in the tubing. The condition of the catheter indicates that the device was damaged during use. No defects related to the manufacturing process were noted on the complaint sample. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr1089 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in china.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1089 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in (B)(4).

Event description:
It was reported that the catheter insertion was performed on (B)(6) 2019. On (B)(6) fluid leakage occurred around the puncture site. Upon examination, the external part of the catheter ruptured partially. The catheter was removed thereafter.